Event description:
It was reported to boston scientific in 2006 a product problem noticed at device preparation prior to a tae (trans-arterial embolization) procedure of the liver. It was reported that "when this catheter (device in question) was checked, after it was taken out from the dispenser coil, something like blot was found at 3-4cm proximal from the distal tip of the shaft. Then, the (device in question) was changed to another catheter, and this procedure was finished." It was reported that the procedure was completed with another device of the same type, that there were no patient complications, and that the patient condition was good.

Manufacturer narrative:
The device in question was returned to the manufacturer and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.